Event description:
I had a tubal ligation when my son was born. I was not told they would be using filshie clips. About 3 hours after having the tubal, I was sent home with a (B)(6) baby. I have constant pain even when I am not menstruating to the point it feels like my insides will come out. I also now have general anxiety disorder which I never had issues with prior. I also am constantly fatigued. I assume the metal toxicity is outrageous in my body but all physicians say there is no way I would have effected from my tubal. My filshie clips have also come off and are floating around freely in my body. My menstrual cycle is completely insane now - heavy bleeding with huge chunks of tissue. Please help.